Manufacturer narrative:
Field service engineer (fse) troubleshot alarm 'no camera detected' and found a defective camera cable running through the table. Fse replaced the cable and tested system. During system checkout, fse found that the collimator lamp not working and was unable to close collimator blades manually. Customer declined collimator replacement saying that their ge service representative will replace and verify operation. Fse did not complete service checklist qssrwi4.1 and returned table to customer with limited use. (B)(6): customer reports that ge service has not repaired the collimator system as of this date. Customer does not know when ge service plans to repair this component. System is currently being used.

Event description:
(B)(6) 2013: customer reports via phone that during an unknown urology procedure (patient age and gender cannot be recalled) the error - no camera detected appeared. The staff was unable to fluoro. To complete the procedure, the staff moved the patient to a different table and used a portable fluoro c-arm. No patient injury.